Event description:
The pump was replaced due to elective replacement indicator (eri). There was no reported patient injury and the patient recovered without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump, model# 8637-20, sn (B)(4), found a low battery reset from an undetermined cause.